Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The physician revised stryker tornier flex reverse tray and liner after patient dislocated. The surgeon took out the 39,+6 constrained liner and high offset +0 tray and replaced with a 39,+9 constrained liner and centered offset +6 tray.